Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the extractor to be damaged. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson and johnson (B)(4) reported a request for repair/replacement of d221750001, depuy pinnacle poly extractor. Examination of the returned instrument found the tip to be bent. A search of the complaint database found misuse as a contributing factor. If the instrument is levered back and forth while attached to the liner with this tab in the ard of the cup, the levering movement may contribute to the tip fracture/damage. It is also possible that once the liner is removed from the cup if the mechanism to release the liner is not fully unscrewed and the liner is more forcefully removed by hand this tip can be damaged.  The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A request for repair/replacement of d221750001, depuy pinnacle poly extractor was requested by the customer and forwarded to cls. Examination of the returned instrument found the tip to be bent.